Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became caught on the lesion. After retrieval, the tip was found to be stretched and was torn off outside the patient. The procedure was completed with another of the same device. There was no patient injury.